Event description:
It was reported that a malfunction occurred on the pump, identified with the code malf 12. The customer confirmed that this did not cause their blood glucose level to exceed 500 mg/dl. Tandem technical support (cts) decided to replace the pump due to repeated occurrences of the malfunction. The customer was instructed to use their current pump until the replacement arrived, and provided with guidance on storage mode and returning the faulty pump. The customer understood the instructions and agreed to follow them, and cts confirmed the shipping details for the replacement.